Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Clinical investigation: there is a temporal relationship between the event of worsening hernias with subsequent repair and pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, it was reported that the hernias were pre-existing conditions prior to start of pd therapy. There is no allegation of a device malfunction or deficiency against any fresenius product for the hernias.

Event description:
During routine follow up the peritoneal dialysis registered nurse (pdrn) reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized (B)(6) 2018 for hernia surgery. The patient had and inguinal and an abdominal hernia. Both of these hernias were pre-existing prior to the start on peritoneal dialysis (pd) (date unknown) but they worsened with pd therapy. The patient was in the hospital overnight and transitioned to in-center hemodialysis (hd) for a month. The patient has since resumed pd therapy and is completing without any complications.